Event description:
It was reported that this patient's left ventricular (lv) lead showed connection issues with the cardiac resynchronization therapy defibrillator (crt-d) using a lv-1 to is-1 adapter. The physician struggled to get the tip setscrew secure during the procedure. The physician screw and unscrew the lead several times and later felt it was secured. Adequate lead measurements were evidenced, and the procedure was completed. The next morning during the patient discharge, the electrogram showed flat signals on the lv channel. Technical services recommended to reprogram the lv lead polarity; however, high irregular impedance was seen reaching measurements over 3000 ohms. Technical services indicated this patient's crt-d is probably not making appropriate contact with the terminal pin of the lv lead intermittently. X-rays were recommended to evaluate this possibility. Further information was received indicating that a week later follow up, did not showed high pacing impedance measurements and no x-rays were performed. Reportedly, an infection was noticed less than 2 weeks later of the implant procedure and low pacing impedance measurements out-of-range were also noticed. The patient was admitted to the hospital due to these new issues and the lead's polarity was once again configured. More allegations were reported indicating the lv lead has showed noise with oversensing, causing pacing inhibition on just one beat. The system was reprogrammed to mitigate these issues and was scheduled for replacement due to the infection issue. Subsequently, the whole system was explanted. This crt-d is not expected to be returned and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient's left ventricular (lv) lead showed connection issues with the cardiac resynchronization therapy defibrillator (crt-d) using a lv-1 to is-1 adapter. The physician struggled to get the tip setscrew secure during the procedure. The physician screw and unscrew the lead several times and later felt it was secured. Adequate lead measurements were evidenced, and the procedure was completed. The next morning during the patient discharge, the electrogram showed flat signals on the lv channel. Technical services recommended to reprogram the lv lead polarity; however, high irregular impedance was seen reaching measurements over 3000 ohms. Technical services indicated this patient's crt-d is probably not making appropriate contact with the terminal pin of the lv lead intermittently. X-rays were recommended to evaluate this possibility. Further information was received indicating that a week later follow up, did not showed high pacing impedance measurements and no x-rays were performed. Reportedly, an infection was noticed less than 2 weeks later of the implant procedure and low pacing impedance measurements out-of-range were also noticed. The patient was admitted to the hospital due to these new issues and the lead's polarity was once again configured. More allegations were reported indicating the lv lead has showed noise with oversensing, causing pacing inhibition on just one beat. The system was reprogrammed to mitigate these issues and was scheduled for replacement due to the infection issue. Subsequently, the whole system was explanted. This crt-d was returned and no additional adverse patient effects were reported.